Event description:
Caller states the patient test 46mg/dl and 150mg/dl on the inform system within 10 minutes. No treatment information provided. No adverse event reported. Requested return of suspect system; however, strips are unavailable for return.